Event description:
A center director reported that laser timed out and lasik treatment was aborted at 20%. Reporter informed that the patients right pupil was too small to track, and was able to be locked initially, but treatment could not be finished because pupil tracking was lost. Upon follow up, patient was noted to be doing well and awaits an enhancement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: no abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The root cause could not be identified as the reported event could not be confirmed. (B)(4).